Event description:
Hcp reported occurrence of itb withdrawal - questioning if problems with lots of baclofen. Hcp states patients had no consistent evidence of depletion of reservoir volume. Follow up with hcp revealed that further investigation of this case indicated that the patient had a 1 ml of baclofen in reservoir. Patient had been refilled by visiting nurse who was not experienced with refilling device. Hcp feels event related to refill technique. Patient is fine. A supplemental medwatch will be filed when additional information becomes available.